Manufacturer narrative:
Report confirmed. Evaluation of the returned saw confirmed that the motor overheated. It was noted that the saw rocking mechanism malfunctioned. Upon disassembly of the hourglass assembly it was observed that the two bearings rusted preventing the eccentric shaft from spinning freely and stalling the electric motor. Debris entrance paths were noted on the rocker between the rocker lateral points and the rocker housing seal. The primary reason for the malfunction is due to the product exceeding working life. The secondary reason for the malfunction is due to debris ingress leading to corrosion due to seal deterioration. Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used, the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. In addition, warning states: do not soak/submerge devices. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device had been in use for approximately 39 months with no record of factory service during this period. We will continue to track and trend this complaint type.

Event description:
Repair request initiated for device with no reported malfunction. No patient impact reported. Repair escalated to product event on evaluation due to overheating. On follow up it was reported there was no impact to the patient or staff related to the use of the device. The facility indicated the motor would not run during use. In addition, there was no delay in the surgical procedure, as a replacement device was used.